Event description:
A united states distributor contacted zoll to report that (B)(6) pt passed away on (B)(6) 2015 while in the hospital. The lifevest delivered a 158j treatment at 08:05:37. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was an idioventricular rhythm (100 bpm). Oversensing of small cardiac signal contributed to the false detection. Asystole is considered a non-treatable rhythm. The response buttons were not pressed during the event. The pt subsequently passed away at approximately 9:30 am.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The equipment was fully functional upon evaluation. There was no device malfunction. There is no indication at this time that the inappropriate treatment during asystole contributed to the pt death. No deficiencies were alleged. Device manufacture date: monitor sn (B)(4) : 12/2014 - initial use. Electrode belt sn (B)(4) : 02/2012 - reuse.